Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet was unable to be inserted into the left ventricular lead. The lead was not used. Another lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available. Final analysis found that the stylet could not be inserted due to the coil being clogged with foreign material at the distal tip.